Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that during the mandibular ramus fixation surgery on (B)(6) 2023, while using the transbuccal guide, the 1.5 drill bit was deteriorated as it was blunt. Therefore the specialist exert pressure on the motor, which caused the drill bit to break and a fragment remained in the mandibular bone. The fragments that were managed to extract are left in the equipment with red tape. There was unknown amount of surgical delay. This report is for one (1) matrixmandible 1.5mm drill bit j-latch for 03.503.045/.047. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: photo investigation: the device associated with this report was not returned to depuy synthes for evaluation. The provided photographs were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part:03.503.476. Synthes lot:u416763. Supplier lot:u416763. Release to warehouse date: nov 01, 2022. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the drill bit was found broken from the fluted tip. The broken fragment was returned for examination. No other issues were found. No postoperative x-rays were provided to confirm the embedded device. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The source controlled drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.